Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal end of the crimped stent; struts were damaged and bunched distally. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, 37x2.5mm, eccentric, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. Pre-dilation was performed with the balloon. A 2.50x38mm promus element plus drug-eluting stent was advanced to treat the target lesion. However, the physician found that the stent was deformed when the stent reached the target lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 37x2.5mm, eccentric, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in the moderately tortuous and moderately calcified left anterior descending(lad) artery. Pre-dilation was performed with the balloon. A 2.50x38mm promus element¿ plus drug-eluting stent was advanced to treat the target lesion. However, the physician found that the stent was deformed when the stent reached the target lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.